Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead exhibited noise. The pacing inhibition due to noise caused pre-syncope. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and post procedure.